Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). The reason for the original complaint: patient suffered pain in the proximal thigh region that led to stress when weight bearing. Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy pinnacle mom implant on his right side. Patient suffered pain in the proximal thigh region that led to stress when weight bearing. The pain continued to increase with time and proved to be so disconcerting, that a revision surgery was necessary. Patient underwent revision surgery in (B)(6) 2010. Doi: (B)(6) 2008 - dor: (B)(6) 2010 (right side). Patient is a resident of (B)(6). Update - 04/05/2013- the complaint has been reopened because a maude report (mw5029470) submitted by an attorney includes part and lot information which was not previously received and gives the date of the revision surgery as (B)(6) 2010. Update: 11/19/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Patient demographics added. Update ad 23 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged, ppf alleges loosening of stem. Updated associated contacts. Added stem 3l92507 lot # 2549967. Doi: (B)(6) 2008, dor: (B)(6) 2010 (right hip).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: g4 (PMA), h6 (clinical and medical device problem code), h6 (added device revision & replacement) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d2b.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.